Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Unit needed to have the spo2 cable replaced, but customer declined the repair.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No patient injury was reported.